Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported via medwatch number (B)(4): describe event or problem: patient in or on propofol and levophed drips. Alarms for "air in line" and "upstream occlusion" kept alarming. Patient's map decreased into the 50s during medication interruption. Restarted medication on new pump and issue recurred. Rescue medications needed to be given to support patient's blood pressure while attempting to troubleshoot alarms. New bags and tubing were then obtained and tried, and alarms resolved. Afterwards, microscopic air bubbles could be seen, but no accumulation of air was present. There was not any apparent way of removing those microscopic bubbles, as clicking the tubing and letting the solution run free into disposal did not move most of them.